Event description:
Health care professional reports home patient was diagnosed with peritonitis after using the homechoice cycler for automated peritoneal dialysis therapy. Health care professional states home patient had cloudy effluent, and was treated with ancef and gentamicin for two weeks. According to health care professional, home patient's cloudy effluent cleared after 3 days. Culture of effluent revealed no growth. Health care professional does not attribute peritonitis to homechoice cycler.